Event description:
It was reported that a spectrum iq infusion pump had improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The device was received with tape over the battery contact pins. Once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. During functional testing, the reported problem "improper shutdown" was not reproduced. The device was tested with a known good pump and no alarms occurred. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. The customer's battery was also tested separately with a known good pump, and an improper shut down was not experienced. A review of the event history log revealed "improper shutdown!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the corrosion on a battery contact. Which can cause depressed battery contact pins. It is noted in the spectrum's iq operation manual notes "it is important to remove the battery module to ensure proper cleaning of the battery terminal...". No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.